Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were unable to exit the preparing to prime loop on the insulin pump. Customer reported they were stuck in the fill tubing process. Customer's blood glucose was 160 mg/dl at the time of incident. Troubleshooting found the customer did not receive a second series of beeps and numbers did not appear on the insulin pump's screen. It was also found the customer experienced high blood glucose between 60 mg/dl and 600 mg/dl from stopping insulin pump therapy for 24 hours. Customer reported using rapid acting insulin. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test and was unable to prime during prime test due to loose protruded drive support disk. The motor was tested outside the device and passed. The insulin pump passed displacement test. The insulin pump was received with cracked case on the display window corners, minor scratched lcd window, broken reservoir tube lip, broken belt clip slot and cracked battery tube threads.